Event description:
A report was received that the patient underwent an explant procedure due to allergy to the paddle lead being implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient was explanted due to infection at the lead site and not because of allergy. The physician believed that infection was device related. The patient was already healed.

Event description:
A report was received that the patient underwent an explant procedure due to allergy to the paddle lead being implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.